Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling and pelvicol were implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03432. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to perform a bladder lift and treat urinary incontinence and pelvic prolapsed and mesh was implanted. It was reported that following insertion, the patient experienced pain, infections, urinary/ bowel problems, dyspareunia and ¿unable to have intercourse because of the dread of discharge and pain¿. It was provided that the patient underwent mass removal and repair of colon on (B)(6) 2008 it was reported that the patient underwent a gynecological procedure for removal of pelvic mesh on (B)(6) 2010. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 in order to treat bladder lift, urinary incontinence and pelvic prolapse and a sling and pelvicol were implanted. It was reported that the patient had the concurrent procedures of total abdominal hysterectomy, right salpingoophorectomy, partial left salpingectomy, abdominal sacral colpoperineopexy with mesh, adhesiolysis, partial omentectomy, abdominovaginal rectocele repair, and a sling procedure a performed during mesh implantation. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, urinary/ bowel problems, dyspareunia and ¿unable to have intercourse because of the dread of discharge and pain¿ and has undergone additional surgeries and revisionary procedures. It was provided that the patient underwent mass removal and repair of colon on (B)(6) 2008. It was reported that the patient underwent a surgical procedure for removal of pelvic mesh on (B)(6) 2010. No additional information was provided. (B)(4).